Event description:
PICC placed for treatment of foot infection. During placement, guide wire frayed and a piece was left in tissue at right medial epicondial. The guide wire perforated the vessel but there was no bleeding. The guidewire fragment has been left in the pt.